Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Based on additional information and adverse event review by the crb: product problem added to complaint based on investigation findings. Investigation summary summary of the product development investigation: there is complete loss of fixation for the fragmented femoral head. The femoral head has collapsed in varus. The bolt/ars construct slided within the barrel as intended. There is no evidence of mechanical failure of the implant. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Correction, the awareness date was changed to 17 mar 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
03/27/2019: updated event description based on the adverse event review: it was reported that on an unknown date, the patient's fractured bone was dislocated from its proper position. Initially, the femoral neck system (fns) was applied to an unknown surgery, on (B)(6) 2018. Based on x-ray review, fns plate, bolt and antirotation screw migrated/cut-out. A revision surgery to replace the implant to an artificial bone or bipolar hip arthroplasty was performed on (B)(6) 2019. The doctor thought that the cut-out was caused by pseudoarthrosis. It took some time to remove the screw, but the reoperation was completed successfully. Patient outcome was unknown. Concomitant device reported: locking screw with stardrive self-tapping l38mm (part #: 412.213s, lot #: l770177, qty: (1). This complaint involves three (3) devices.

Manufacturer narrative:
Device history lot: part: 04.168.000s, lot: l875545, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 27.apr.2018, expiry date: 01.apr.2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient's fractured bone was dislocated from its proper position. Initially, the femoral neck system (fns) was applied to an unknown surgery, on (B)(6) 2018. Based on x-ray review, fns plate, bolt and antirotation screw migrated/cut-out. A revision surgery to replace the implant to an artificial bone or bipolar hip arthroplasty was performed on (B)(6) 2019. The doctor thought that the cut-out was caused by pseudoarthrosis. It took some time to remove the screw, but the reoperation was completed successfully. Patient outcome was unknown. Concomitant medical products reported: locking screw with stardrive self-tapping l38mm (part #: 412.213s, lot #: l770177, quantity: 1). This report is for one (1) femoral neck system plate 1 hole - sterile. This is report 1 of 4 for (B)(4). This complaint captures the post-operative event, while (B)(4) captures the intra-operative event.